Manufacturer narrative:
This complaint was re-evaluated on 2/22/2016, after a more in depth review was completed. An analysis of the service history found that the date of replacement for the 5vdc power supply was (B)(6) 2015. The new failure of the power supply(voltage drift) documented on (B)(6) 2015 could not be attributed to normal wear and tear.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.